Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there were cracks on insulin pump and on display screen which prevents reading of display screen. Customer believed that insulin pump may have bumped into a doorway. Customer also reported that buttons were difficult to press. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with debris under lcd window and moisture damage was noted on the keypad traces during our visual inspection. However, all of the buttons are functioning properly during our testing. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.